Manufacturer narrative:
One device was returned for investigation with a cracked tank cover, faulty pump, rusted heater corroded drain fitting and stripped interlock block. During visual inspection it was confirmed that the tank cover is cracked. A water leak from the cracked tank cover due to being dropped is the cause of the problem. Once the tank cover, float switch, pump, heater, interlock block, and plate clip were replaced the device was able to pass all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: date of event and d4: UDI section are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported, that the water tank was cracked. Patient involvement is unknown.